Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the valve was deployed 70/30 aortic. Due to the fact that the annulus was a bit on the larger side (24.5mm by tee) this was not tolerated well by the patient with resulting 3+ pvl. In order to troubleshoot, the decision was made to implant a second valve. The second valve was implanted in a 50/50 position within the aortic annulus with 1+ ai noted. The access site was then able to be closed in the normal surgical fashion.

Manufacturer narrative:
Two serial numbers were provided for the event, however, it is unknown which number pertained to the first valve. Model: 9000tfx26, serial: (B)(4), lot: 59209036, mfg. Date: 02/01/2012, exp. Date: 11/30/2013. Model: 9000tfx26, serial: (B)(4), lot: 59209039, mfg. Date: 02/01/2012, exp. Date: 11/30/2013. The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history record (DHR) review of both valve's was completed and the devices met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the valve was placed 70:30 aortic due to the size of the patient's annulus (24.5mm by tee) this was not tolerated well by the patient with resulting 3+ pvl. The pvl was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. Investigation is still ongoing.